Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got failed battery test. The customer¿s blood glucose level was unknown. Troubleshooting was performed and noticed that insulin pump turned off without any warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. The device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm, failed battery alarm, low battery alarm, off no power anomalies noted. Insulin pump received with corroded battery tube.